Event description:
(B)(4). This is the same case as reports 2134265-2009-05430 & 2134265-2009-05431. The patient was enrolled in (B)(6) of 2003. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 6mm and the lesion length was 15mm. There was 95% stenosis as measured by nascet. The target vessel was severely tortuous with thrombus, ulceration, and 1+ calcium. No dissection or pseudo-aneurysm was present. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. A filterwire ex (190cm) was used for cerebral protection. Pta was performed with a boston gazelle balloon catheter (diameter and length not provided). Accessing and crossing the lesion was rated as difficult. There was successful placement of the stent at the intended site, there was successful use of the cerebral protection device and the procedure was technically successful. Residual stenosis was 0-29%. During the procedure embolization and major stroke were reported and resolved with residual effects after medical intervention (not described) was performed. Post procedure, the patient remained symptomatic. There were complications less than 24 hours after the procedure described as cerebral, major stroke "acm embolus thrombolysis". The carotid wallstent monorail was found to be patent with a residual stenosis of 0%. The patient had follow up assessments in (B)(6) of 2003, in (B)(6) of 2003 and in (B)(6) of 2004. At each follow up assessment the patient was symptomatic and the stent was rated patent with 0% residual stenosis. At each assessment the speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no adverse events or complications at any of the follow-up assessments.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.